Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0uwgd, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported she did not feel stimulation but the therapy was on. The situation was not resolved. On (B)(6) 2015, the patient was lifting and shoveling and it was very hurtful. She had an ultrasound done on (B)(6) 2015 and she found out she had a hernia. The health care professional (hcp) had not instructed the patient to keep a voiding diary. The patient felt stimulation in the right upper cheek area. She got up 4-5 times a night; she was not emptying like she does. She had to change her pants 2-3 times a night and wear pads all the time. The patient was having accidents. The stimulation was at 3.7v on program 4 but she turned it up to 4.9v and she was feeling stimulation. She drank a lot of water. The patient wished to take it out when she went in for hernia surgery. It was noted that the trial was 20-30% effective but the hcp told her she was a candidate. Additional information note the patient was had uncomfortable stimulation. A few hours after stimulation was increased on (B)(6) 2015, the stimulation started to feel too strong. She got assistance with decreasing stimulation and it eliminated the uncomfortable stim. The patient also noticed on (B)(6) 2015 that it was painful where the incision was; she had a lump at the incision. The patient programmer was used and at first the patient was not able to connect and got a poor communication screen. She was finally able to connect and it showed she was at 4.8v. The patient was surprised because she thought she was at 4.9v. It was decreased to 4.6v and she felt comfortable. It was later reported that the therapy was still not helping with the patient¿s urinary and bowel issues and she had no symptom relief. She couldn¿t handle the ¿buzzing¿ although she reported that now she doesn¿t feel stimulation. The therapy was on when the patient didn¿t feel stimulation. The patient felt a lot of pressure and she would have to sit and wait to go but at night she couldn¿t make it to the toilet. The patient¿s rectum had ¿fallen¿ 3 weeks ago and she would need surgery for it. The patient had also had epidurals every 4 months due to back issues. When the patient was asked about the circumstances that led to her accidents, getting up at night and the pain/lump at the incision site the patient answered that she tripped and pulled her back. The patient was waiting to see a urologist about her pain and lump at the incision site. The accidents and getting up at night had not been resolved after adjusting stimulation. She still would ¿wet¿ about 4 or 5 times day or night. She was very unhappy with the device and would like to have it removed. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.